Event description:
It was reported that the customer was experiencing high blood glucose. Customer stated he has been bolusing but does not seem to be getting insulin. Customer's blood glucose was above 400 mg/dl. Customer declined to do troubleshooting. The customer was advised to do set change. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.